Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2019 with the following findings: during investigation, the complaint regarding basal history not matching on (B)(4) 2018 was due to the user manually changing the time on (B)(6) 2018 from 03:43 to 02:43. The pump passed all required testing for delivery and pump history accuracy. The basal change history appears to be inaccurate due to manual time change by the user for unknown reason. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 502 mg/dl at 910am. It then went to 543 mg/dl, 582 mg/dl, 585 mg/dl, 589 mg/dl, over 600 mg/dl then after a manual injection of insulin went to 552 mg/dl and 535 mg/dl. Patient had vomiting. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. It was reported that the patient remained on the pump. The reporter alleged hyperglycemia occurred due to the pump not delivering the basal rate as programmed. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate basal delivery as the basal history did not match the active basal program.